Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. No further information was provided nor will it be available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached using the detachment handle despite several attempts. It was unknown if they attempted to detach by breaking the wire. No patient injury was reported as a result of the event.